Event description:
It was reported that the patient was not able to sleep and felt like the leg muscles were twitching. The patient underwent an early pull lead procedure, and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7297219 UDI: (B)(4).